Manufacturer narrative:
H10: manufacturing review: as the lot number was provided, a lot history review was completed. Investigation summary: the system was returned in activated condition and the stent was missing as it reportedly had been released inside patient. A force transmitting sheath was found broken which matched the reported event description and which made a successful and complete deployment impossible. The inner catheter was found broken which was considered a result of the reported removal difficulty. X-ray images have not been provided so that a difficult advancement could not be confirmed. An indication that a manufacturing related issue may have contributed to the reported event could not be found. Based on the investigation the reported issue was confirmed. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The IFU further state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' , and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' Stent placement in the iliac artery represents an off label use of the device. Based on the IFU supplied with this product, the lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H10: g4, h6(device code - 2616, 2976), d10. H11:b5, e1, e3, h3, h6(method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement in the right iliaca via contralateral left access, the healthcare provider allegedly experienced difficulty advancing the stent/catheter to the target lesion. Reportedly, during the deployment attempt the catheter shaft allegedly broke and the stent partially deployed. It was further reported that while the catheter shaft was pulled back and removed from the patient, the stent was released in the right common iliac artery. Reportedly, the stent was splinted from the right femoral using a balloon expandable stent.

Manufacturer narrative:
Medical records were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified.

Event description:
It was reported that during a stent placement in the left common iliac artery via right pelvis retrograde puncture, the healthcare provider allegedly experienced difficulty advancing the stent/catheter to the target lesion. Reportedly, during the deployment attempt the catheter shaft allegedly broke and the stent partially deployed. It was further reported that while the catheter shaft was pulled back and removed from the patient, the stent was released in the right common iliac artery. Reportedly, the stent was splinted from the right femoral using a balloon expandable stent. No further patient complications were reported.